Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled ii. Two screws and a sheet metal were missing and fastening tongues had broken off. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. Two screws and a sheet metal were missing and fastening tongues had broken off. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination. Device was repaired and released for use. It was established that when the event occurred, the surgical light did not meet its specification as two screws and a sheet metal were missing and fastening tongues had broken off and it contributed to the event. There is no indication that at the time when the event occurred the device was or was not being used for patient treatment or diagnosis. The manufacturer¿s subject matter experts have investigated the issue related to removal or dropping of the spring arm metal cover. The possible root causes of the issue with dust covers are: non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. The fall of the spring arm covers in the direct result of a bad assembly of covers without the four screws locking and lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the user manual indicates to check yearly for any loose covers and caps. To prevent any similar incident it¿s recommended to perform visual inspection during maintenance as indicated in the user manual. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. Two screws and a sheet metal were missing and fastening tongues had broken off. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is also to provide a correction of brand name, product code, product code description and describe event or problem sections. This is based on the result of internal review. #d1: previous brand name: powerled ii; corrected brand name: powerled. #d2a: previous product code.: ftd; corrected product code.: fsy. #d2b: previous product code description.: lamp, surgical; corrected product code description.: lamp, surgical, ceiling mounted. #b5: previous describe event or problem: on (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled ii. Two screws and a sheet metal were missing and fastening tongues had broken off. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination. Corrected describe event or problem: on (B)(6) 2021 getinge became aware of an issue with one of surgical lights - powerled. Two screws and a sheet metal were missing and fastening tongues had broken off. There was no injury reported however we decided to report the issue basing on potential as any parts falling off into sterile field or during procedure may be a source of contamination.